Event description:
According to the reporter, during an open stomach resection, on the small intestine at reconstruction, the knife of the cartridge could not be returned, although the firing was able to be performed as usual. The indicator of returning the knife was displayed on the upper display, so the knife was returned by powered approach to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.